Event description:
The patient presented at the clinic with high pacing threshold and decrease in sensing. Micro perforation or dislodgement suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead tip stiffness was within specification.